Event description:
It was reported that on an unknown date, a 27mm epic valve was implanted. Approximately 7 to 8 years later, on (B)(6) 2023, the valve was explanted and replaced with a 27mm non-abbott valve. The explanted valve was believed to be an epic valve.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be provided with all additional relevant information.

Manufacturer narrative:
An event of explant of the valve after 7 or 8 years due to leaflet of the posterior apex prolapsed from the stent post resulting in moderate mitral regurgitation was reported. The investigation found that the valve cusps and sewing cuff were damaged during explant. There was fibrous thickening and tears of all three cusps. Degenerative changes were present in cusps 1 and 2. No inflammation or significant calcifications were present. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed degenerative changes at the tear sites, which could have contributed to the tear formation. There is no indication of a product quality issue with regards to manufacture, design, or labeling.